Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image during a diagnostic colonoscopy procedure. The issue occurred while the patient was under sedation with the device inside the patient. The procedure was completed using the same device. There were no reports of patient harm.